Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in united kingdom, it was reported that patient faced seven infusion set tubing was detached from hub on (B)(6) 2024. The blood glucose level was 25 mmol/l at the time of event. The infusion set was in use for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.